Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18aug2020.

Event description:
The customer reported that there's no tidal volume readings. The customer contacted product support and was advised to perform performance verification test and address any issues found. The customer reported that the unit was in use on a patient, but there was no patient harm reported.

Manufacturer narrative:
G4:03dec2020. B4:15dec2020. The service history record was reviewed and it shows that the unit is failing the performance verification test air flow test failed. Product support advised the customer to replaced the flow sensor assembly. Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.